Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead body, and closed.